Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported that the event occurred during an endoscopic sinus surgery procedure. There was a slight delay to get another handpiece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the device vibrated while in a handpiece during a procedure. Other blades were loaded to compare, the other blades did not vibrate. There was no patient impact.